Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she primed two full reservoirs of insulin into her body. The customer's blood glucose was dropping rapidly from 418 to 150 mg/dl during the phone call. The paramedics were called and they arrived to the customer's home for assistance. The customer's rep was contacted to let him know that the customer might need add'l training.